Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 123 consecutive children drug-resistance tachycardia underwent an electrophysiological study (eps) from april 1994 to december 2014. Among them, 1.3- child with avrt experienced vascular occlusion at the puncture site, resolved with thrombolysis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿efficacy and safety of radiofrequency catheter ablation of tachyarrhythmias in 123 children under 3 years of age". The purpose of this study was to assess the efficacy and safety of rfca treatment of tachycardias that were complicated by drug resistance, drug intolerance, or tachycardia-induced cardiomyopathy in children <3 years of age over a 20-year time period suspect device is a navistar ds, however catalog and lot number is unknown.